Manufacturer narrative:
Investigation included technical troubleshooting with guided sensor change, device restarts, settings verification, and environmental bluetooth assessment. Investigation of this case revealed that the ilet did not establish a bluetooth connection to the g7 despite correct code entry and absence of competing connections. It was concluded that the event was a device pairing failure between the ilet and dexcom g7 without clinical impact.

Event description:
It was reported that a dexcom g7 continuous glucose sensor paired to its receiver and displayed glucose in the dexcom app, but repeated attempts to pair the sensor to the ilet bionic pancreas failed, with the ilet remaining in a prolonged ¿pairing with sensor¿ state despite code reentry, device restarts, bluetooth checks, and a sensor replacement. Symptoms included none, and blood glucose readings were obtained via fingersticks while the ilet operated in bg run mode. Outcomes included no injury, no medical intervention, and no hospitalization, with continued diabetes management through backup therapy as needed.